Event description:
The ge oec 9800 fluoroscopy sys had intermittent black images. The sys would intermittently not produce an image and the screen would go black

Manufacturer narrative:
A ge oec svc rep investigated the issue and it was found that x-ray tube was noisy and the bearings were failing. It was recommended to the customer to have the x-ray tube replaced. The sys was further tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.